Event description:
A customer technical advocate (cta) was contacted with regard to a physician questioning platelet results for one patient generated using a cell-dyn 3700 sl analyzer. In 2005 an initial plt=12.4 k/ul was obtained. The sample repeated as plt=12.4 k/ul. A smear was reviewed with estimated platelet count of 15 k/ul. A platelet count of 15 k/ul was reported. The patient was transfused with 6 units of platelets. On the following day a post-transfusion specimen yielded a plt=277 k/ul and was questioned by a physician because of the unexpected dramatic increase in platelets. The sample from the previous day which was stored refrigerated was repeated on the following day on the original cell-dyn 3700 analyzer yielding a plt=171 k/ul. The sample was repeated using another cell-dyn yielding a plt=163 k/ul. A smear estimate agreed with the plt=171 k/ul with no platelet clumps or cellular debris noted. The account is unaware of any adverse effect to the patient due to receiving transfusion. No further impact to patient management was reported.